Manufacturer narrative:
Correction: h4 device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer was not detected on the bus because the ethernet cable from the machine was plugged into the incorrect wan port. A field service engineer plugged the ethernet cable from the machine into the correct wan port. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had an ethernet cord and port needs to be replaced. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had an ethernet cord and port needs to be replaced. The customer reported that there was delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.